Event description:
The surgeon pounded the anchor into the repair site, top of anchor fractures when hit with metal mallet. Additional anchors were placed to complete the repair.

Manufacturer narrative:
No product is being returned for evaluation. There were other occurrences indicated in the complaint, involving this catalog number. However, no patient, incident or lot number indicated. Therefore one medwatch report is being completed identifying two occurrences.